Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilatation with a 15 x 2.50mm balloon, a 10mm x 3.50mm wolverine coronary cutting balloon was advanced but had difficulty crossing the lesion. Subsequently, the lesion was crossed, and dilation was performed once at 8atm, once at 10atm and two times at 12atm. The balloon ruptured after 5-10 seconds at 12atm. The device was removed and the procedure completed with a different device. No patient complications were reported.